Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site on 06/12/2015 for issue resolution. Medtronic investigation of returned suspect device finds that, as reported, the adjustment screw threads are damaged in the middle of the travel causing difficulty setting the clamp. Otherwise the clamp is in good condition and functions normally. The reported event was confirmed to be caused by physical damage of the screw threads. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
(B)(4)

Event description:
A medtronic representative reported that the threads on the set screw of a thoracic spine clamp instrument were stripped and the clamp cannot tighten properly. No further details regarding how the damaged occurred, were provided. There was no patient present when this issue was identified.